Event description:
Reporting device flaw in design with the wireguided esophageal/colonic balloon dilation catheter and sheath. The sheath is not flagged with a "do not pre-inflate" tag like other products and can easily become stuck in a scope hindering passage of forceps or scissors for clipping through the scope not allowing passage. With this ease of the sheath getting stuck in the scope there is a potential for improper cleaning to occur since cleaning brushes of smaller size do go through the opening.